Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test performed on an unknown date. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date. The consumer also performed an unknown test at the doctor's office that generated a negative result. Confirmation testing using an unknown pcr performed at the doctor's office generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use: device discarded.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use: device discarded.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test performed on unknown date. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on unknown date. The consumer also performed an unknown test at doctor's office generated a negative result. Confirmation testing using an unknown pcr performed at doctor's office generated positive result. No additional patient information, including treatment and outcome, was provided.